Event description:
It was reported that the 9800 system experienced a touch screen failure and is slow to boot up. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Intermittent issue would not fail. Confirmed power supply voltages, cleaned touch screen bezel, reset pcb's, cables, connectors, erased nodes and reloaded rus data files. The system was found to be working as intended. System was placed back into service.